Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5829502. Port & catheter, implanted, subcutaneous, intravascular allegedly dislodged or dislocated. This report was received from a single source. This malfunction did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the device was returned to bd for evaluation. The investigation is inconclusive for port rotation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5829502. Port & catheter, implanted, subcutaneous, intravascular allegedly dislodged or dislocated. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.